Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were recommended but not yet implemented. There were no patient consequences.

Event description:
Additional information received notes that the device was reprogrammed. The patient was stable.